Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed scope communication error b30. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "b30(scope communication error)" was traced to damage on ccd (charged coupled device) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.